Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed. Photographs provided by the customer were evaluated. The photographs showed a swab with a hair-like foreign material circled by the customer and the folding carton label. Since no product has been received, the source and characteristic of the foreign material cannot be determined. No further evaluation was performed. The complaint issue "foreign material- loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded intraocular lens (iol), a small hair or lint was discovered. The iol was fully implanted. The foreign material was removed immediately and the patient has fully recovered. Through follow up, we learned that the foreign material was discarded. No further details were provided.